Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began sometime around the end of (B)(6) 2018, reporting that the issue occurred multiple times. The patient reported that she manages her diabetes with insulin (self-adjuster lantus 6 units in the morning, and evening, and novolog as per readings) and made no changes to her normal diabetes routine. Three weeks prior to contacting lfs the patient reported she had developed symptoms of ¿disorientation¿, whilst going for a walk. The patient confirmed she did not require or receive any treatment in response to the symptoms. During troubleshooting the csr noted the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.